Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The scope was evaluated by eye, with eye loupe to determine the scope has piece of distal tip missing. The distal tip has fiber and outer tube damage. The fiber damage is severe enough to allow moisture into the scope when sterilized. The root cause was determined that the damaged distal tip fiber and outer tube damage occurred during use/ handing by the customer. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a piece of the distal tip was missing.

Event description:
It was reported that a piece of the distal tip was missing.